Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The prograsp forceps instrument was analyzed and the complaint was not confirmed by failure analysis. The reported event with the instrument could not be replicated nor confirmed. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. The instrument was fully functional. No product issue was found. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) quality engineer. Investigation revealed the following possible related system errors: error 282 - tool invalid reason: out of uses on universal surgical manipulator (usm) 1. Error 31010 - sterile adaptor sensor missing on usm 1. The probable root cause cannot be determined based on the information provided and failure analysis results. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. Review of the provided image could not confirm reported failure.

Event description:
It was reported that during da vinci-assisted thyroidectomy surgical procedure, prograsp forceps instrument moved in opposite direction than intended. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer (hrsv). The instrument moved in the opposite direction. The timing of instrument movement was appropriate. There was no shakiness and/or friction experienced/observed. There were no any external collisions. The issue was persistent. The customer tried to reuse it after sterilization, but the issue was not resolved. There was no injury to the patient as result of the event. The device was inspected prior to use with no noted damage.